Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was reprogrammed; however, the issue remained and was seen again after the lead alerted for high impedance in the rv coil. The rv lead was reprogrammed to resolve the twos and the rv coil impedance alert window was adjusted. The lead remains in use. It was further reported that the right atrial (ra) lead had intermittent undersensing. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.